Event description:
It was reported, the patient's remote monitoring application became disconnected via bluetooth (ble) from the device. Technical support was contacted, remote troubleshooting was unsuccessful, an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable.